Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the generator started smoking. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the generator generated smoke. Further, generator was physical damaged and minor scratches were identified with the device upon decontamination. Additionally, 8 way socket assembly was corroded and missing mounting foot. The duo rf board, 8 way socket assembly, mounting foot and other defective parts would have replaced to resolve the issues. The repair of the device was however declined, and it is being placed into long term hold. Fluid ingress into the device and contact with the 8 way socket assembly is responsible for the corrosion. User mishandling might be the most probable root cause for the missing mounting foot and physical damage of the generator. However, with the available information, we cannot determine the root cause of the other identified failures. The defective duo rf board would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown surgery on (B)(6) 2021, it was observed that the generator device started smoking. During in-house engineering evaluation, it was determined that the 8 way socket assembly on the device was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.